Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented for implant procedure. During the procedure it was noted that the terminal pin of the left ventricular lead was loose. The lead was replaced and there were no patient consequences.